Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. There was pacing inhibition as a result. Technical services (ts) reviewed the reports and noted that the pacing impedance lowered but remained within range. Additionally, the device exhibited low amplitudes on the rv lead channel. Isometrics were performed. The noisy signals could not be replicated. X-ray imaging was later performed, and ts confirmed that they could see multiple zones with tension between the leads, which points towards a potential lead impairment condition. Ts provided further troubleshooting actions. The device remains in use and no adverse patient effects were reported.